Event description:
A verbal report was received from a user facility of an adverse event to a dialysis patient wheo was undergoing their dialysis treatment. According to the rn manager, this patient who is always sob, reported sob and that the patients eyes became red and swollen. Diphenhydramine was given. Also, it was verbally reported the patient was sent to the hospital and diagnosed with a small pulmonary embili and also mid hypersensitivity associate with the dialyzer. The hypersensitivity was resolved with diphenhydramine. The rn manager also stated that there is no documentaion on the treatment sheets or md note or progress notes that reflects this event. The rn also reported she is "unsure if this is a dialyzer or a medication reaction and that the patient is always sob when on the dialysis machine". There is no sample available. The patient continues to receive her dialysis treatments with the use of this dialyzer with no further ill effect and is reportedly doing fine at this time.